Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
The physician tried to push the stent through a 6fr merit sheath, causing the stent to crunch up in the sheath. No injury or complications occurred. The case was a cook z-fenestrated graft case and the target was the right renal artery.

Manufacturer narrative:
Analysis: the details provided indicate that the stent was attempted to be placed through a 5fr introducer sheath causing the stent to accordion while attempting to force the stent through the undersized sheath. The icast 6mm x 22mm x 120cm stent delivery system is 6fr compatible as specified on the product label. The wrong sheath was used in this case. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the passing results of the quality and performance testing and the fact that the physician used the wrong size introducer sheath (5fr instead of the labeled 6fr), atrium medical cannot conclude that there was an issue with the device.